Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, missing o-ring. However, the test reservoir was held inside of the reservoir compartment. Pump unable to prime during prime/a33 test due to faulty fsr. (Gold). Unit passed displacement, basic occlusion, occlusion, and excessive no delivery test.

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that o-ring was missing and reservoir would not lock in place and causing high blood glucose. Customer's blood glucose was 180 mg/dl. Customer also mentioned broken belt clip. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.